Event description:
Fall with fracture. All policies and processes were followed. Device failure that contributed to the fall. Fall mattress pad failure did not alarm when the patient left the bed. Mattress pad was defective. FDA safety report ID# (B)(4).